Manufacturer narrative:
G2 email is: (B)(4). No product sample was returned for investigation, one photo of the sample was added for investigation. According to what is observed in the photo, it is not possible to identify the reported condition because the photo only shows the product information. The complaint is not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The events of this complaint is unknown. Patient involvement unknown.